Manufacturer narrative:
Unit received with a blank display due to corroded electronic assay. The motor assembly found with traces of corrosion. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had moisture damage and there was insulin inside. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.